Event description:
Implant slipped into the maxillary sinus. Implant had to removed. Another surgical intervention was necessary.No product was returned for evaluation.

Manufacturer narrative:
Implant slipped into the maxillary sinus.Implant had to removed. Another surgical intervention was necessary.No product returned for evaluation.Deficiencies in patient evaluation, preoperative diagnostics and treatment planning.Dentist should have consulted instruction for use to prevent this from happen.